Manufacturer narrative:
The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The pt came into the hosp with a lot of pain and signs of morphine deprivation. The dr interrogated the pump and found the message "motor stall". They were not able to restart the pump. In 2008, they tried to restart the pump again, but found the same message. That evening, in the operating room, they tried to restart the pump again and it would not restart. They used contrast to verify that the catheter was okay. The pump was replaced. The pt was "perfectly well" after the pump replacement. The pump was used to deliver morphine and bupivacaine.